Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387-40, lot# l75547, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that a patient had an open circuit on two contacts in their right side system. One of the contacts was programmed, so the patient was not receiving therapy on the right side. The patient was reportedly unaware of this issue and feels fine. The left side system was working well and the patient was doing well with their seizure control. It was noted that the open circuit could be from a fall, since the patient has epilepsy, but this was not known. The patient was seeking follow-up with a physician experienced with programming epilepsy patients. The patient was implanted for epilepsy as part of a trial. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider via the rep reported that the patient was still coordinating an appointment for programming with someone experienced with programming epilepsy patients.